Manufacturer narrative:
The reported field event of possible pacing, oversensing and noise issues were not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that a pacer dependent patient presented for explant. Pacing issue due to noise oversensing was noted on the device. The device was explanted and replaced. Patient is stable.